Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a tear in a hickman line is confirmed, and the cause is determined to be use-related. The device returned was found during preliminary evaluation to be a hickman 9 fr dual lumen catheter. The catheter returned manifested a wide c-shaped granularly-textured split just distal to the bifurcation, tensile weakness in that area, and a leak in the white lumen as well as residues within the same lumen which caused resistance to infusion. This is indicative of a burst due to overpressurization. Such a burst may occur due to infusion against resistance, such as kinking, occlusions due to inadequate flushing/maintenance, or sutures which occlude or partially occlude the catheter. The IFU states the following: ¿infusion pressure greater than 25 psi (172 kpa) may damage blood vessels and viscus and is not recommended. Do not use a syringe smaller than 10 ml!¿ ¿avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen(s). If sutures are used to secure the catheter, make sure they do not occlude or cut the catheter.¿ the current nursing procedure manual details the catheter flushing protocol and procedures for clearing occlusions. A lot history review (lhr) of hubq0799 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (hubq0799) have been reported from same us facility.

Event description:
It was reported that the physician had a hickman where the nurses flushed the line before placement and there was a tear in the line and extravasation of the flush was noted. Physician reported having had three hickman dl 9 fr catheters that developed tears at the "y" section during flushing. These catheters are being used for chemotherapy in patients with testicular cancer. This file represents one of three reported events.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of hubq0799 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (hubq0799) have been reported from same us facility.

Event description:
It was reported that the physician had a hickman where the nurses flushed the line before placement and there was a tear in the line and extravasation of the flush was noted. Physician reported having had three hickman dl 9 fr catheters that developed tears at the "y" section during flushing. These catheters are being used for chemotherapy in patients with testicular cancer.